Event description:
On 11/09/1999, the facility's purchasing clerk informed the MFR's rep via telephone they had experienced a problem with the device in question but she did not have all the info on hand. On 11/10/1999, the MFR rec'd a report via a fax from the facility that states the following: this was discovered during flushing the line setting up - not actually used on the pt. On 11/10/1999, the MFR's rep contacted the facility's purchasing clerk to clarify the report (what problem was discovered). The facility's purchasing clerk stated that the catheter lumen was not patent. No further details were provided.